Event description:
A customer reported to beckman coulter, inc. (Bec) a leak in cap piercer assembly on unicel dxc 800 pro synchron system. The customer stated that fluid was leaking onto sample racks. The customer has a hazard management plan in place. The customer stated that the samples and results were not affected by the leak and no erroneous result was generated. There was no effect to patient or user.

Manufacturer narrative:
Service visited on (B)(4) 2011 and the field service engineer (fse) traced the leaking problem to defective waste valve on cap piercer. The fse replaced the valve on (B)(4) 2011 and this resolved the issue.